Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient's battery was depleting much too quickly because it was at 75% 30 minutes ago and now the controller battery level was low. Patient reported the wall charger was hot. During call controller worked with aa batteries and controller appeared to be charging normally from wall. It was reported the patient was having problems charging her implant. Patient stated charging her implant and had it on all morning for 6 hours and it tells her to place device close to implant and it goes up to 98 then goes down to 11 and will not charge. Patient removed battery 2 or 3 times and still does not work. Patient reported "no device found". Patient reported her body one (ins) was not charged. Patient stated she normally charged in the morning and at night and has run out of ins battery and stimulation stopped before however she was able to recharge and use stim again. Patient stated she did not use her implant last night and noticed it was really low this morning; patient charged very little and had to stop. Patient reported back was killing. During call the patient reported screen 50 trying to recharge asking to find the highest number and patient left it at 99 for 4 minutes, then dropped down to zero in the middle. Troubleshooting was done during call. It was reported implanted battery was 3/4 full but patient did not understand how that was possible. Troubleshooting resolved the reported issue. No further complications were reported/anticipated.